Event description:
During an intra operative prostatectomy the resectoscope vapor electrode was found to be smoking. The insulation tip was removed by the physician and a cystoscope was used to complete the procedure.